Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the conquest. During the procedure, the balloon allegedly circumferential ruptured. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter returned for evaluation. Upon visual inspection, it was noted the device was loaded unto an unknown brand sheath. The distal tip of the sheath was buckled. The balloon catheter was noted to have a burst near to the distal tip. No other anomalies were noted to the luers, bifurcate or glue fillets. No other functional testing due to the present burst. Three photos were provided and reviewed. The first photo shows the conquest device seen inside the transparent packaging loaded onto unknown brand sheath. The device appeared to have blood residue throughout the balloon. No other anomalies were noted to the device. The labeling details in the packaging matches with the information available in the trackwise. The second photo shows the conquest device seen inside the transparent packaging. The catheter was noted to have a burst near to proximal end of the balloon. The device is partially visible in the provided photo. The gw hub and inflation hub were seen. No other anomalies were noted. The third photo shows the conquest device, and the device is partially seen. The balloon was noted to have a blood residue throughout. The catheter burst was seen near the proximal end of the balloon. No other anomalies were noted. Therefore, the investigation is inconclusive for the reported circumferential balloon rupture as functional testing couldn't be carried out as there was a burst in the catheter shaft, which likely impacted the balloon's ability to inflate and difficulty to assess for any rupture, but the investigation is confirmed for the identified burst container or vessel as the catheter was noted to have a burst. A definitive root cause for the reported balloon rupture and identified burst container or vessel could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the conquest. During the procedure, the balloon catheter allegedly ruptured circumferentially. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter returned for evaluation. Upon visual inspection, it was noted the device was loaded unto an unknown brand sheath. The distal tip of the sheath was buckled. The balloon catheter was noted to have a burst near to the distal tip. No other anomalies were noted to the luers, bifurcate or glue fillets. No other functional testing due to the present burst. Three photos were provided and reviewed. The first photo shows the conquest device seen inside the transparent packaging loaded onto unknown brand sheath. The device appeared to have blood residue throughout the balloon. No other anomalies were noted to the device. The labeling details in the packaging matches with the information available in the trackwise. The second photo shows the conquest device seen inside the transparent packaging. The catheter was noted to have a burst near to proximal end of the balloon. The device is partially visible in the provided photo. The gw hub and inflation hub were seen. No other anomalies were noted. The third photo shows the conquest device, and the device is partially seen. The balloon was noted to have a blood residue throughout. The catheter burst was seen near the proximal end of the balloon. No other anomalies were noted. Therefore, the investigation is inconclusive for the reported circumferential balloon rupture as functional testing couldn't be carried out as there was a burst in the catheter shaft, which likely impacted the balloon's ability to inflate and difficulty to assess for any rupture, but the investigation is confirmed for the identified burst container or vessel as the catheter was noted to have a burst. A definitive root cause for the reported balloon rupture and identified burst container or vessel could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3 section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the conquest. During the procedure, the balloon catheter allegedly ruptured circumferentially. There was no reported patient injury.